Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had insulin squirting out of the tubing during the fill tubing process. The customer states insulin continues to drip after motor stops during the fill tubing process. The customer reported losing 200 units of insulin. Troubleshooting was performed. The customer was able to successfully prime the infusion set. The customer's blood glucose was 445 mg/dl. The insulin pump will not be returned for analysis.